Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was flipping. The patient underwent a revision procedure wherein the ipg was replaced and the new ipg was implanted deeper under the skin. The patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.